Event description:
A surgeon reported that an intraocular lens (iol) was noted to be decentered on the first postoperative day due to a haptic missing. The iol was exchanged for the same model and power iol. An unapproved viscoelastic was used during the initial implant procedure. In a follow up, the surgeon reported the event resolved and the patient is doing well.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Customer indicted the use of an unapproved viscoelastic. Additional information was requested on 01/28/2010, 02/01/2010, and 02/15/2010 by phone, fax, and mail. A completed questionnaire was received on 02/17/2010. (B) (4)